Event description:
The patient is a subject in a clinical study for the onefit med scleral lens manufactured from the optimum extra rgp material. The patient wore the lens for 45 minutes on the morning of (B)(6) 2021 after which the patient wore their daily disposable soft contact lens. Onset of haloes vision was noticed on the morning of (B)(6) 2021 and the daily disposable soft lenses were discontinued. The patient was presented at (B)(6) clinic on (B)(6) 2021 where a corneal ulcer of ~1- 1.5mm in size and mild iritis were diagnosed. The patient was treated with antibiotic eye drop and ointment. As of (B)(6) 2021 the adverse event was resolved and patient's corneal health is now fine.